Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over 12 years with no previously reported issues related to this event.

Event description:
It was reported that the data shown on the display are not readable. The display is partially visible as it has missing segments. There is no report of any patient impact or consequence as a result of the issue.